Event description:
The facility reported an infusion pump with failure code 500. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 500 was confirmed in the event history but could not be duplicated. Failure code 500 is a stuck key failure caused when a key becomes stuck or is pressed for more than 50 seconds. The device was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.